Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned products identified minor wears on the platform and around the internal and external threads due to usage. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings. It was determined that the products met design specifications appropriate documentation was reviewed. DHR review for the lots (2017090824) had revealed no deviations nor non-conformances which could have caused or contributed to bone loss after implantation of the devices. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lots (2017090824) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur and the event could not be verified since x-ray images or pictorial evidence were not provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to bone loss.